Event description:
In 2008, the pt reported that she was not able to set the date on her infusion device. She stated that she was not able to select "7" for the month. She stated that her options were 12, 11, 12, 10, 19, 18, 17, 16, 15,14, 13, 12, 11, 12, 11, 10, 19, 18. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.